Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump did not deliver. The customer¿s blood glucose was 300 mg/dl. The customer was assisted with troubleshooting. Customer stated that it recommended 8 units and deliver 1 to 2 unit at a time until it delivers because it keeps stopping. Customer stated that they tried to deliver a little insulin at a time to get the insulin to go through, stated that they were at work so they had to try to keep pushing the insulin through. Customer stated that they did try changing the set out and it did not work and stated that they disconnect at the quick release and it went through. Customer stated that they feel that the motor was too weak to push the insulin through and also states that they changed the battery. Customer stated that the cannula was not bent or kinked and that the basal delivery was okay, but not the bolus. Customer was reporting a past event. Customer reports alarm did not occur during fill tubing. Customer stated that the issue was not resolved by infusion set, reservoir or complete set change. Customer stated that they were not new to the insulin pumps and had tried different reservoirs and sets. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08530 inches. No insulin